Event description:
It was reported that pump touchscreen cracked, unresponsive, and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.